Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw3680 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a 4fr solo PICC was removed on (B)(6) 2020 as leaking (irinotecan infiltration) and fractured at 9-10cm (inserted for chemo (B)(6) 2020; 47cm and 7cm out; left bas).